Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with the titanium adapter and transfer set patient connector. The patient stated that there was a 2mm gap between the patient connector and the titanium adapter when the transfer set was changed and again when taking a bath. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is not distributed in the united states and does not have a 510k number. This complaint for connection issue was confirmed because evaluation of the returned samples identified difficulty connecting the patient connector, to the lab titanium adapter. Per the sample evaluation notes, the outside diameter of the patient connector was measured and was determined to be within specification. The cause of this issue could not be determined based on the information available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.